Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received with scratched case and minor scratched lcd window. Unable to verify missing segments/partial display due to flashing white lcd display.

Event description:
The customer reported via phone call that the insulin pump display lights up but does not show any information on the screen. Customer's blood glucose was unknown at the time of incident. The customer indicated that they do not have a new battery to try in the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.